Event description:
It was reported that the pt presented to the hosp with a vibratory alert for non sustained lead noise. The pt did not receive therapy. The lead was capped and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: a partial lead was returned for analysis. The portion of the lead that was returned was normal.